Manufacturer narrative:
The following sections have been added/updated/corrected: b4, d4, g3, g6, h2, h4, h6 and h10. The reported slda event does not allege a malfunction that could be related to an edwards manufacturing deficiency, and one was not able to be confirmed through investigation. The presence of an slda as described in the complaint event was confirmed through information provided by the edward's clinical specialist. Potential contributing factors to the sldas are procedure related based on the medical opinion from the site. In addition, a DHR review was completed and no nonconformances related to the complaint event were identified.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2. Patient is planned for surgery. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Implanted.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position. On pod #1 the regurgitation worsened and a single leaflet device attachment (slda) was suspected. Patient had undergone a successful procedure where starting mr was grade 4. Pathology was a huge bi-prolapse in medial commissure (position of bi-prolapse was very commissural) and a flail leaflet (a3). Procedure was completed with two devices implanted with a clear reduction. However, there was still an eccentric jet visible which was graded 2 (moderate dmi). The next day the result was worse than post procedural (mr grade 3) and an slda of the first pascal was suspected. Patient is planned for surgery. As per medical opinion, the root cause was that the suspected pascal was positioned very medial into the commissure and there was not enough tissue/leaflet grasped.